Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the catheter occlusion occurred. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion in the catheter was confirmed and was determined to be related to use of the device. One 4.2fr broviac catheter was returned for investigation. The catheter exhibited evidence of use. Sutures were tied around the catheter 1.5 and 2.6 cm proximal to the cuff. Blood and tissue residue remained embedded within the cuff fibers. The catheter extended 16.6cm distal to the cuff. The printing on the clamping oversleeve was partially worn. When held up to a light source, pockets of a dark colored occlusion were observed throughout the catheter. A tactual investigation revealed elastic weakness in the catheter just distal to the clamping oversleeve. A functional test revealed that the catheter was occluded. The IFU and nursing procedure manual provide flushing and maintenance techniques to prevent catheter occlusion. The nursing procedure manual provides techniques for clearing thrombotic and non-thrombotic occlusions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter occlusion occurred. There was no reported patient injury.